Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted to the hospital with bacteremia. Patient was also found to have a non-therapeutic internat ional normalized ratio (inr). Per clinical team, patient¿s inr is rarely therapeutic (between 2-3). Patient was admitted to intensive care unit (ICU) and started on anticoagulants and antibacterial drip. Infectious disease was consulted, and patient was found to have positive blood cultures. Patient had a drastic drop in flows and pulsatility, with no low flow alarms noted. Site has drawn an lactate dehydrogenase (ldh) on the patient and patient will be monitored for any signs of occlusion. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4) pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported low flow and rise in power events were confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2018 followed by a subsequent rise in power consumption and estimated flows leading to parameters above normal operating range; however, no alarms were logged within the analyzed period. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump leading to the high power event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that low flows were attributed to sepsis and vasodilation. Patient's power began to rise, the site suspected thrombus on the inflow or outflow graft. It was decided to perform a pump exchange. No further patient complications have been reported as a result of this event.